Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. A polarity switch was also observed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg implanted on (B)(6) 2020 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.